Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 01-feb-2023. H6: investigation summary: 12 used 30914 extension sets were received and tested by our quality team. The sets were individually tested and 8 of the 12 were occluded when infusion of saline was attempted. This verified the customer's complaint. A digital microscope was then employed to determine the root cause which was an excess application of solvent at the female luer during the production of this set. A device history record review was performed and there were no relevant production issues or quality notifications.

Event description:
It was reported that an unspecified number of bd alaris¿ extension sets experienced leakage. The following information was provided by the initial reporter: possible leakage between the valve and tubing. I am not sure if its because we are using two different products. The valve is an ICU product connected to the bd tubing.

Event description:
It was reported that an unspecified number of bd alaris¿ extension sets experienced leakage. The following information was provided by the initial reporter: possible leakage between the valve and tubing. I am not sure if its because we are using two different products. The valve is an ICU product connected to the bd tubing.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 22049017, medical device expiration date: 04-01-2025, device manufacture date: 2022-04-01. Medical device lot #: 22019363, medical device expiration date: 2025-01-13, device manufacture date: 2022-01-12. Medical device lot #: 22069500, medical device expiration date: 28-jun-2025, device manufacture date: 22-jun-2021. Medical device lot #: 22049066, medical device expiration date: 05-apr-2025, device manufacture date: 05-apr-2022. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.